Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, morphine, and bupivacaine via an implanted pump. The indication for pump use was back pain with leg pain and non-malignant pain. The patient reported that they were not able to connect to their pump using their communicator. The patient stated that they were getting a lot of error messages and were not getting anywhere. Per the patient, they had tried different positions, and it was intermittent. The patient also stated that they had not been able to get a bolus this morning. The patient confirmed they were able to feel the outline of the pump and confirmed the internal antenna was where they should be placing the communicator. The agent had the patient close out of all running applications and restart the handset. The patient was able to successfully connect to the pump, but then got ¿no pump found.¿ the agent had the patient reset the communicator, toggle airplane mode off and on, and then try to connect, but the patient was seeing ¿no pump found¿ again. The patient stated that their ¿pump moves around a lot.¿ the issue was not resolved through troubleshooting. A replacement co mmunicator was requested from the repair department. No patient injury reported. The patient called back again later the same day due to the inability to resolve seeing ¿no pump found¿ again. The patient stated that they had tried all sorts of positions for the communicator and for themselves. The agent had the patient try to connect while laying down, but during troubleshooting, the patient stated the indicator light was flashing between green and blue colors despite the communicator not being plugged in. The patient stated that they covered the bluetooth light with their finger, but the battery indicator light was still flashing between the blue and the green colors. The patient confirmed no glare was present in their surroundings. The patient then powered off the communicator and the green light turned solid despite still not being plugged in. The agent was unable to resolve the issue for the patient. The patient was going to call back for pairing assistance as needed once they received the replacement communicator. The patient called back the next day stating that they needed help with pairing their new communicator to their handset. The agent transferred the patient to hcit (healthcare information technology) for assistance. Hcit reported that the patient was unable to connect to the replacement communicator. The patient had plugged in the charging cable and charged the replacement communicator to full. The battery indicator light was green. Troubleshooting included ¿had patient unpair device in settings>bluetooth; turned off communicator and turned back on again; tried to connect again in myptm app, not found, tapped on switch communicator, no device found; bluetooth is enabled, and light is flashing, waiting for connection; charging cable is not plugged in.¿ the actions/interventions included ¿ force stopped communicator; enabled and disabled airplane mode; restarted handset.¿ because the communicator had just been replaced, it was decided that there was a possible issue with the handset, so a replacement handset was requested from the repair department. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that a cds (catheter dye study) was completed on 09-jul-2024 and was normal. The pump was working. The patient was using an average of 8-9% of boluses/day.